Event description:
A hospital technician reported that a module failed to alarm or print at the central station after a patient experienced a six second pause in heartbeat. A nurse was in the room with the patient at the time of the event and began treatment. The nurse viewed the product's full disclosure report and noticed a "pause" event on the saved report.

Manufacturer narrative:
Spacelab's field service engineer ("fse") who was onsite at the time of the incident tested the module and found the module to be performing to specification. The hospital provided an ECG strip of one lead, which showed that a heart beat was present during the period identified as a pause. The amplitude of the wave, however, was diminished due to saturation of the signal (which could occur when a patient turns over). When the 90478 module receives an unreliable signal (such as saturation), it correctly recognizes the data is not valid and does not process it. Additionally, the module does not generate an alarm for a pause, but only of other conditions such as asystole. We have reeducated the customer that pause events do not generate alarms or alarm recordings.